Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation, therefore the affected device(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported they injected depot medication to right deltoid. Whilst depressing the syringe, medication began leaking from the hypodermic safety needle down the patient's arm. It appeared the medication was leaking out from the plastic part of the device before entering the steel lumen of the needle as the medication was being pushed through. It was also stated that when the needle is primed with the medication, no leaking occurs at this time. It is when the needle is inserted into the intramuscular area and injected under pressure that the leaking has occurred.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.